Event description:
It was reported a 6f angio-seal sts plus was deployed via the left femoral arteriotomy. There was no resistance felt from the tamper tube, when the collagen was being tamped. After hemostasis was achieved, bleeding from the common femoral artery was observed and manual compression was applied for fifteen minutes. An ultrasound was performed to diagnose the bleeding and a percutaneous transluminal angioplasty was decided to be performed. The pt was reported to be stable post procedure and later discharged. The pt's hospitalization was extended due to this event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.